Manufacturer narrative:
This complaint is considered closed.

Event description:
Litigation papers allege the patient experienced progressive pain, discomfort, soreness, clunking, squeaking, a catching sensation, and elevated cobalt and chromium levels. On or about (B)(6), 2010, the patients hip locked up when she was driving, and she drove into her garage door. As a result of the above, the patient underwent a revision surgery. During this surgery, papers allege her orthopedic surgeon found abnormal fluid within the hip and a rust colored fluid around the articular surfaces. Following her (B)(6) 2011 revision surgery, the patient struggled with a difficult recovery and continued to experience a limp when not utilizing a walker or a cane.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.